Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure being performed: ni. The volume during the intervention falls in a random manner, disrupting auditory monitoring of the proper functioning of the latter. An error message appears from time to time "check the device" sometimes during coagulation, visually the smoke came out but the absence of sound put the doubt on the proper operation of the device. Patient status: no patient injury or illness did occur associated with the complaint event.

Event description:
Name of procedure performed: unk. The volume during the intervention falls in a random manner, disrupting auditory monitoring of the proper functioning of the latter. An error message appears from time to time "check the device" sometimes during coagulation, visually the smoke came out but the absence of sound put the doubt on the proper operation of the device. Patient status: no patient injury occured with event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event. Based on the condition of the returned unit, it is likely that the reported event was caused by a defective speaker. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.